Event description:
It was reported that the device shows eri status approx. 38 months after the implantation.

Manufacturer narrative:
Device was explanted on (B)(6) 2021. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device was returned and analyzed. Upon receipt, the device interrogation revealed the eri battery status. The device was implanted for 39 months and 15 charging cycles were recorded in the icds memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be normal and as expected. The device was opened to inspect the inner assembly. Visually no deficiencies were observed. The battery depletion was confirmed. A thorough analysis of the battery showed no anomalies. The battery was not defective. Therefore, the current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged that caused an increased current consumption, draining the battery. In conclusion, a damaged low voltage capacitor on the electronic module was identified during analysis. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.